Event description:
Our institution recently transitioned to load insulin vials in the pyxis along with leur lock insulin syringes. Our institution ordered easytouch leur-lock u-100 insulin 1 ml syringes manufactured by mhc medical products. Mhc also manufactures 1 ml leur-lock syringe barrel syringes. These two different syringe products are labeled and packaged similarly and the actual syringes closely resemble each other. Easytouch 1ml syringes were incorrectly pulled and loaded in pyxis with insulin vials instead of u-100 insulin syringes. Registered nurses were drawing up incorrect volume of insulin in mls instead of units. Reference report: mw5163649.